Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a company representative via a healthcare professional (hcp) regarding a patient receiving dilaudid/hydromorphone (40mg/ml 15mg/day) and clonidine (200mcg/ml at dose unknown) via an implantable pump. The indication for use is malignant pain and cancer pain. On (B)(6) 2015 the rep reported that the pump was replaced to avoid in vivo battery depletion on (B)(6) 2015 and the pump was turned off on (B)(6) 2015. During the revision on (B)(6) 2015 the hcp attempted aspirate the catheter and there was no return flow of cerebrospinal fluid (csf) or medication; the catheter was not patent. The hcp decided to replace the catheter. The old catheter was left implanted after sealing it off to avoid potential csf leak. After the revision, the hcp made decision to start the patient's daily dose at 2 mg/day with patient activated (pa) bolus of 0.01 mg 6x/24 hrs. The rep noted that it was unknown if the patient experienced any symptoms as a result. The patient recovered without sequela.